Event description:
When the smart control (complaint product) was taken out of the sterile pouch, the distal tip was observed cracked (frayed). Therefore another new product (10x60, cat/lot unk) was opened and the procedure was completed successfully. The complaint product was not clinically used in the procedure. No product return as it was discarded at the hospital. The packaging was intact. The device was stored per IFU. The device was handled before the frayed tip was observed. It was ppi: the target lesion was common to external iliac artery with moderate calcification and vessel tortuosity, the rate of stenosis was 90%. Approach was made from the left femoral artery. Two of 10x60mm smart controls were placed in the target lesion without problem.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the smart control delivery system was taken out of the sterile pouch, the distal tip was observed cracked (frayed). The product was not clinically used in the procedure. No product return as it was discarded at the hospital. The packaging was intact. The device was stored per IFU. The device was handled before the frayed tip was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15459240 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit.